Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose device after a percutaneous transluminal angioplasty interventional procedure using a 6f. Reportedly, resistance was noted while depressing the plunger during step 2, the #2 was visible at the window however, the device did not work. The physician attempted to use the safety release button, but did not work since the locator wings had not been deployed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported mechanical jam with the plunger and safety release mechanism were confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed evidence of damage to the flex-guide (carving) and garage leaves indicates there was device angle changed when depressing the plunger step #2 such that the garage leaves interacted with flex-guide and contributed to the reported ¿resistance was noted while depressing the plunger during step 2¿. This subsequently contributed to the reported difficulty with the safety release mechanism. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.